Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained by the reporting facility. A lot history review (lhr) review is not complete, as no mfg lot number has been provided by the complainant.

Event description:
We had a situation today when the PICC nurse was attempting to insert a midline into a pt and the catheter tip sheared off in the pt about 2cm+. "The catheter tip was attempted to be removed at the bedside with local but the pt ended up having to go to the operating room to have it surgically removed".